Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12l08013 with no issues noted during the manufacturing process. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).